Event description:
An intra operative ultrasound was required to determine csf flow. A sterile probe cover was removed from packaging, filled with sterile ultrasound gel, and placed over a clean ultrasound probe and handed to the surgeon in a sterile fashion. The bagged probe was placed directly in the surgical wound. While using the ultrasound probe, the surgeon noticed the gel from the inside of the probe cover was on his hands and in the surgical field. After examining the probe cover, there seemed to be several micro holes at bottom of bag. The wound was irrigated with h2o2, betadine and antibiotic solution. A broad based IV antibiotic given in addition to the preop antibiotic.